Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.